Event description:
Both the awl and drill bent while trying to put a lateral plate on causing a delay in surgery.

Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
Corrected data: h3: yes. H6: investigation findings: 213. Investigation conclusion: 67. H8: reuse. Additional information: h10: a review of the device history records did not identify any manufacturing or processing-related irregularities related to the screw shank geometry, tulip geometry, or other physical features. Qir reports indicate all inspected features were acceptable. Material certs were present from the supplier along with all other cofc's. Engineering could not duplicate the issue during in-house testing. The awl and drill both function with no issue, the center shaft slides within the sleeve without interruption. The root cause is unknown. The reported complaint could not be confirmed.